Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the device had a touchscreen issue. There was no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that there were no error codes generated while evaluating the device; however, it was noted that the device displayed an alarm on the interface, and had a voice alarm. The service engineer reported that the battery, speaker, and power management board were replaced to resolve the issue. The device was reported to have been returned to service.